Manufacturer narrative:
The medical center returned for analysis the impella pump product. No imaging was returned for analysis, despite request. The root cause of the ventricular perforation was traced to the patient condition and underlying infarction that resulted in ventricle wall rupture.

Event description:
A patient with postcardiotomy cardiogenic shock (pccs) had an impella 5.5 placed for hemodynamic support. There was difficulty in placement of the 5.5 pump across the valve due to low volume and intermittent valve opening. Once placed there was a concern for inadequate volume within the left ventricle, and so volume was delivered. Once delivered across the valve and into position there was an observation made of a posterior wall of the left ventricle perforation. The perforation was surgically repaired. The patient survived.